Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 35 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the cp the patient was supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. Prior to the hospital admission the patient had a cardiac arrest and CPR, but no other medical history was shared. The cp supported for 6 days and was explanted. At the time of explant there was an observation made of thrombosis. The thrombus was observed at the pump inlet. No intervention was noted. The patient has survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 serial number was revised the investigation was completed investigation summary thrombosis/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Primary UDI number corrected.